Manufacturer narrative:
Additional information provided: sections b5, h1, h2, and h6 have been updated based on follow up information provided from the field rep. This case is no longer being considered a reportable serious injury as the noted adverse event did not prompt medical intervention.

Event description:
Upon further clarification from the field rep, it was noted that the patient did not require medical intervention for the leaflet damage. Based on this provided information, the severity of the case has been reduced and it is no longer considered a reportable serious injury.

Event description:
The complainant reported a 54-year-old male patient presenting for post cardiotomy cardiogenic shock. Following pump explant, it was discovered that the aortic valve leaflet had been damaged during impella support. Intervention for the condition was not established. As a result of the damage, the patient had moderate aortic insufficiency with an ejection fraction of thirty five percent. The patient was considered stable at the time of case creation.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
Correction provided: upon reassessment it was determined that this is a reportable serious injury. The investigation into the reported aortic valve damage was completed. Based on the available information, the root cause of the aortic valve damage and its relation to the device were not determined as the data logs and sufficient clinical information were not provided. Impella 55.5 IFU ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿ this report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.